Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Adverse event problem component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j shoulder elbow surg (2022) 31, 1122¿1136; https://doi.org/10.1016/j.jse.2021.12.003.

Event description:
Title: no difference in clinical outcome at 2-year follow-up in patients with type iii and v acromioclavicular joint dislocation treated with hook plate or physiotherapy: a randomized controlled trial. The purpose of this randomized controlled trial was to compare the outcomes after operative treatment with a hook plate with the outcomes after nonoperative treatment of acute rockwood type iii and type v acromioclavicular joint dislocations separately. From 2012 until 2017, 124 patients (mean age, 40 years [range, 18-64 years]; 91 percent male patients) with an acute type iii or type v acromioclavicular joint dislocation with the availability to start treatment within 3 weeks after trauma were included in the study. The patients were divided into 2 groups in which 61 patients were allocated to operative treatment while 63 were allocated to a non-operative treatment. However, there were 11 patients who were randomized to nonoperative treatment, who requested surgery because of pain and unacceptable shoulder function. For the patients who received operative treatment, the joint was reduced with a stainless steel lcp clavicle hook plate (manufacturer: depuy synthes) while the fascia over the clavicle, including acromioclavicular joint capsule, was repaired with vicryl suture (ethicon). The hook plate was routinely removed after 12 weeks. The reported complications included deep infection (n=1) and frozen shoulder (n=1). In conclusion, the study does not support surgery with a hook plate in patients with acute rockwood type iii or type v acromioclavicular joint dislocations.